Event description:
It was reported that during a superion indirect decompression spacer implant procedure, the spacer was stripped at the spindle cap during deployment. The physician confirmed all components were removed. A new device was used to complete the procedure. There were no complications to the patient as a result of the event. No device will be returned to be analyzed as it was disposed of by the facility.